Manufacturer narrative:
H11 additional mrf narrative: corrected. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a non-reflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, the doctor saw damage on the scope and pulled out the fiber. Once the fiber was pulled out, the doctor noticed the fiber had broken into two pieces. The products were replaced, and the procedure was completed. There were no patient complications and there was no harm to the hospital staff.

Event description:
It was reported that during a procedure, the doctor saw damage on the scope and pulled out the fiber. Once the fiber was pulled out, the doctor noticed the fiber had broken into two pieces. The products were replaced, and the procedure was completed. There were no patient complications and there was no harm to the hospital staff.